Event description:
I had a paradigm insulin pump. The infusion sets malfunctioned. Initially they played dumb. After I cited the news that they had defective manufacturing plant they said to send in the defective supplies. I am still waiting for replacement of 2.5 boxes of infusion supplies. Wait, no I am not. Since they are uncaring, unprofessional, unresponsive I quit their insulin pump. Now they send a recall notice for their (B)(4) because they have another manufacturing defect. Did I mention the defective products resulted in glucose numbers in the 500s? It is not their manufacturing that is defective, its their management. Their management should be recalled.